Event description:
A consumer reported that her intraocular lens (iol) needs to exchanged. In a follow-up with the consumer, she reported her surgeon told her the lens had subluxed. She also indicated that she does not want her surgeon contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info to properly complete an investigation. At the consumer's request, the surgeon was not contacted. (B)(4).